Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up 360 (mg/dl) for 2 days. Reportedly, the contact believed that the bg levels were caused by the customer not exercising. Customer administered boluses to treat their bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.